Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch bbp876n, batch bpp876n.

Event description:
It was reported that a patient underwent a procedure to suture a leg laceration on (B)(6)2013 and suture was used. During the procedure, the needle tip broke off into the patient. The tip of the device is retained in the patient leg with no plan for retrieval. The surgeon reported that the needle will work it's way out. Searching for the tip would have more risk.

Manufacturer narrative:
(B)(4). Representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.